Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in clinic for a follow-up appointment. The patient's left ventricular (lv) lead was found to be dislodged. No symptoms reported. The lv lead was explanted and replaced. The patient was stable throughout procedure.